Event description:
It was reported that a revision surgery was performed six weeks post-operatively to address a mobi-c device whose inferior plate and mobile core migrated anteriorly and caused pain. The mobi-c device was removed and converted to a fusion at level c5/6. A bone biopsy was unremarkable. The patient did well after the revision.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed six weeks post-operatively to address a mobi-c device whose inferior plate and mobile core migrated anteriorly and caused pain. The mobi-c device was removed and converted to a fusion at level c5/6. A bone biopsy was unremarkable. The patient did well after the revision.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned, however the migration is confirmed via x-ray. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown surgical, patient or traumatic factors. DHR review: product information is not known, so DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.